Event description:
It is reported that the device fractured at an unknown time.

Manufacturer narrative:
(B)(4). The reported event is confirmed as the visual inspection identified that the product was fractured. Tasp exhibits signs of repeated use and has fractured on medial side. Device history record  (DHR) was reviewed and no discrepancies were found. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. CAPA investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. A notification was sent to the field to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Device is non-sterile and should not have had an expiration date.